Event description:
The pt's mother called to report she does not think the pod was delivering insulin correctly due to her daughter going to the emergency room for diabetic ketoacidosis. She did not have any blood glucose info or history to the event.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported dka and ER visit. No product lot number was reported therefore no qualification records could be reviewed. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises "the assist and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."